Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-01676. It was reported that the patient's leads were discovered to be fractured during their lead revision on (B)(6) 2023. Surgical intervention was undertaken and both leads were explanted and replaced.